Event description:
IV pump tubing began leaking from out of cassette after bag was spiked and primed. Incident was caught prior to tubing being connected to patient. No patient harm identified as a result of this occurrence.